Event description:
The smart pump single channel was returned to stryker instruments for evaluation due to allegedly not alarming during a procedure. The case was completed successfully without any clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
The smart pump single channel was returned to stryker instruments for evaluation due to not alarming during a procedure. The case was completed successfully without any clinically significant delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
This report was inadvertently filed as this malfunction has been determined not to be a safety risk. The instructions for use directs the user to operate the equipment and inspect each component for damage upon initial receipt and before each use, and to not use any component if damage is apparent. It also directs the user to resolve an alarm condition before continuing to use the pump. Despite the loss of audible alarms, the visual alarms would still be present on this unit. Per the instructions for use, ¿an alert triangle, a flashing time or pressure value, or a wrench icon with a service code indicates an alarm condition.¿